Event description:
It was reported by service report that the foot left caster was locked in steer. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: breaking lever and caster activation finger.